Manufacturer narrative:
Section d4: device serial number and lot number were not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. No additional information has been provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the patient experienced a few low voltage alarms on 22may2024 while attached to their mobile power unit (mpu). The alarms occurred twice over night and then again in the morning when the patient got out of bed. The mpu was exchanged.

Manufacturer narrative:
Section d4, serial number, lot number, and primary UDI number: corrected. Manufacturer's investigation conclusion: the reported event of low voltage hazard alarms when connected to the mobile power unit (mpu) was unable to be confirmed. A review of the log files contained data spanning approximately 12 days (on (B)(6) 2024 per timestamp). All of the captured data appeared to show the mpu operating as intended. There were no notable alarms active throughout the log files. The heartmate mobile power unit (serial number: (B)(6) was inspected at the service depot. The mpu powered on without issue. The mpu was connected to a mock circulatory loop for several days and functioned as intended. The unit underwent a functional check and passed all applicable tests. The mpu was returned to the customer site. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The root cause for the reported event was unable to be conclusively determined through this analysis. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. Heartmate 3 patient handbook section 5, entitled ¿alarms and troubleshooting¿, and heartmate 3 instructions for use section 7, entitled ¿alarms and troubleshooting¿, cover all alarms (visual and audible), including low voltage, power cable disconnect, and no external power alarms and the actions to take if the alarms cannot be resolved. The heartmate 3 patient handbook addresses how to properly set up and switch between all power sources, including the mobile power unit. Heartmate 3 instructions for use section 8, entitled ¿equipment storage and care¿, and heartmate 3 patient handbook section 6, entitled ¿caring for equipment¿, explain how to properly care for the equipment, including the mpu. The patient handbook cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.